Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon examination of the device, physio-control observed that it would not power on.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was an electrically leaky capacitor, designator c177, on the analog pcb assembly. The leaky capacitor depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from powering on. The customer was provided with a replacement device.